Event description:
The device was returned to physio-control in accordance with recall (B) (4). Failure analysis center evaluated the device and observed that it would not power on, due to a depleted internal battery. There was not pt use associated with the event.

Manufacturer narrative:
Physio-control determined the root cause of the malfunction to be a depleted internal hlc battery cell, bt3, from the analog pcb assembly. Further extensive testing was unable to determine the cause of the battery cell depletion. A replacement was provided to customer.